Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. MFR date: 08/08/14. The lpi locking femoral impactor was received for analysis. The reported malfunction (black pad is cracked off) was confirmed during analysis. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) revealed a fractured impactor face. The broken impact face appears consistent with material degradation associated with years of normal use and subsequent sterilization cycles. All other aspects of the device appear unremarkable and consistent with years of use. Design: the design of the lpi locking femoral impactor has been in the field since 2005. Exactech has received 18 similar complaint reports involving lpi locking femoral impactor devices since 2014. Because the lpi locking femoral impactor is used in all total knee replacement surgeries, sales data from 2014 to 2018 for femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Manufacturing: exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of 28 pieces which have been in the field since 2014. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. Based on the analysis, the broken impactor face reported in experience c2018-253 was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. After the device broke, all pieces were accounted for. An investigation was conducted; the broken impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles.

Event description:
It was reported from ous that during an orthopedic surgical procedure a broken instrument was noticed. Upon initial use of an impactor, it was noted that the black pad was cracked off. All pieces are accounted for, nothing was left in the patient. There was no adverse effect to the patient and no surgical delay. The representative had a spare instrument set on hand and used an instrument from that set. The patient was reported as stable upon leaving the operating room.